Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate or verify the reported issue. Physio observed that the device was able to power on and deliver a shock successfully. The cause of the device being unable to power on could not be determined. The device was archived by physio and the customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.